Event description:
It is reported that the tip of the dynesys pedicle screw is broken as observed during x-ray checkup on (B) (6) 2008. Revision surgery till now not performed. In 2006, the screw was still intact.

Manufacturer narrative:
(B) (4)